Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as an obstruction of reagent buildup in the waste tubing. The fse replaced the tubing to resolve the issue. Patient demographics were not provided. (B)(4).

Event description:
The customer reported the generation of false high ise (ion-selective electrode: na, k and cl) results on their au480 chemistry analyzer. The qc (quality control) was within the laboratory's established specifications prior to the event. There was no adverse event reported in association with this event.